Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, possible left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis (left device) and a siltex becker 50 expander/ mentor tissue expander (right device) developed pain in both breast post implantation. Possible rupture of the left breast prosthesis was also reported. Additionally, the patient developed grade 2 ptosis in both breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.